Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they were hospitalized due to high blood glucose on yesterday with blood glucose of 300 mg/dl. Customer's blood glucose level was 258 mg/dl at the time of incident and 350 mg/dl at the time of call. Customer also reported that the insulin pump might not be working. The customer provides details regarding symptoms of their high blood glucose episodes such as nausea, vomiting and abdominal pain. Customer was treated with intravenous drip and insulin pump. Customer did not alleging insulin pump was under delivering. Customer stated that positive results in ketones test. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted with performing the high pressure test and the test results was passed. Customer stated that they performed self test and the test was passed. Customer was advised that insulin pump was still working as designed. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.